Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (4.3mm) seal would not fit into the aortic punch aortotomy. The seal did not fit and was not deployed as intended. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The lot #25156005 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (4.3mm) seal would not fit into the aortic punch aortotomy. The seal did not fit and was not deployed as intended. A replacement device was used to complete the procedure. The hospital did not report any patient effects.